Manufacturer narrative:
Follow-up #1: date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the pump¿s black box revealed frequent low battery warnings and a replace battery alarm. The pump¿s electrical current draws were high. There was corrosion observed in the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. A leak test was performed and failed due to a pump case leak. The bolus button was still responsive to user presses. The short battery life was due to moisture damage. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.